Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report device damage by another device it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thin and friable leaflets on both anterior and posterior. The quality of imaging was challenging causing visualization difficulties. The first clip delivery system (cds 00106u121) was advanced to the mitral valve, and the clip was deployed. Then a second cds (00219u136) was advanced to the mitral valve; however, the second clip interacted with the first clip. Then the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Tissue damage was observed. The second cds was removed with the clip attached. Due to the partially detached clip was pointed upwards towards the atrium, the patient will remain hospitalized to await surgery. This caused a clinically significant delay in the procedure. On 07/23/2020, that patient underwent surgery and the slda clip was explanted. No clips were implanted, and mr is 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. Based on the information provided the reported device causing damage to another device is the result of user technique. The reported poor imaging resolution is the result of challenging imaging conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.